Event description:
A power source alert 07 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Customer was instructed by technical support to plug the wall adapter into a working outlet and wait for at least 30 minutes. This action resolved the issue.